Event description:
It was further reported that the stent compression occurred in the mid left circumflex artery (lcx). It was noted that the compression occurred after the unspecified post dilation balloon was withdrawn. Another stent was placed at the proximal edge of the compression to complete the procedure.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. While using a promus element stent in an unspecified lesion, it was noted that stent deformation/compression occurred. No patient complications were reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Event date: occurred within the last nine months. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the stent compression occurred in the mid left circumflex artery (lcx). It was noted that the compression occurred after the unspecified post dilation balloon was withdrawn. Another stent was placed at the proximal edge of the compression to complete the procedure.